Manufacturer narrative:
Investigation summary: customer returned two used bd safe-clip devices from lot 7186535. Consumer reported she could not clip the needles in her safeclip, she stated it does not snip it off. Needle bends after few times. Both returned safe-clip devices were examined, and it was observed that one of the returned samples exhibited a damaged cutter blade; this sample was unable to clip a test cannula properly. The sample with no observed issues was able to clip test cannula properly. The damaged cutter blade would be the cause for the device to not clip cannula properly. Since both devices were returned after use, and no evidence of manufacturing defect was observed, the probable cause of the damaged cutter blade is user error when using the safe-clip device. As per IFU, the safe-clip device is not intended to be used with lancets or cannula larger than 28g. If the customer used the safe-clip device on lancets or cannula larger than 28g, the cutter blade could be damaged. According with the DHR review information attached, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (aql c=0 and aql=1). Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged safe clip). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. As per IFU, the safe-clip device is not intended to be used with lancets or cannula larger than 28g. The likely scenario is that the customer used the safe-clip device to cut lancets or cannula larger than 28g, which would damage the cutter blade leading to the inability to cut additional cannulas. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the safe-clip has been found not clipping during use. The following has been provided by the initial reporter: it was reported that safe clip is not clipping. Needle bends until it clips but does not go all the way in to the safeclip. Verbatim: issue: consumer reported she could not clip the needles in her safeclip, she stated it does not snip it off. Needle bents after few times. She will have to try about 4-6 times or 17 times and finally it snips, but does not go all the way in. She uses it on bd nano needle. She has just started using it. Occurred-4 times. Incident date-unknown. 1st safe clip. Item# 328235. Lot# 7186535.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the safe-clip has been found not clipping during use. The following has been provided by the initial reporter: it was reported that safe clip is not clipping. Needle bends until it clips but does not go all the way in to the safeclip. Verbatim: issue: consumer reported she could not clip the needles in her safeclip, she stated it does not snip it off. Needle bents after few times. She will have to try about 4-6 times or 17 times and finally it snips, but does not go all the way in. She uses it on bd nano needle. She has just started using it. Occurred - 4 times. Incident date-unknown. 1st safe clip item# 328235. Lot# 7186535.